Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, patient activity level, the device lot codes and a detailed patient outcome following the revision has been requested to aid the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The explanted devices are being returned to corin and will be reviewed. Upon receipt of the appropriate device lot codes the relevant device manufacturing records shall be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 15 years due to alval.

Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, patient details and a detailed patient outcome following the revision was requested, however, this information was unavailable and thus the investigation of this event was limited. Unfortunately the device manufacturing record for the reported cormet head could not be identified and thus could not be reviewed, however, the device manufacturing record for the cormet cup was identified. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Examination of the returned explants did not present any obvious failure modes or abnormal device characteristics. Both devices exhibited surface characteristics expected of an implant which had been in use for approximately 15 years. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown) which had evidence of corrosion. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 15 years due to alval.